Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent an eviva procedure on (B)(6), 2025; however, in order to remove the biopsy needle from the patient's breast, a small incision was required. It is reported that the needle had been rotated within the patient's breast and then dragged up through the breast tissue before it was able to be removed. Additionally, the user reports that upon removal of the needle from the breast, the needle was bent and twisted. No further information is currently available.